Manufacturer narrative:
Product ID: 3889-28 lot# v963079, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported, the patient had not seen their health care provider (hcp) since their follow-up visit and the patient only had one program in their device. It was noted after the first 1-2 months the device was "not working as well." It was also not that the past 4-5 months the device "did not seem to be working at all." It was noted when the patient reached around to feel the device it was "in a bunch and it did not stay in place." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information stated there was movement of the implantable neurostimulator (ins) and increased symptoms of urgency/incontinence. It was stated that there was ins inversion (flipping) and the patient did not want the device adjusted. It was also stated that the patient was reprogrammed to -1 and +3 and the patient will watch for improvement. The patient recovered without sequela.